Event description:
In 2002, the end-user called medtronic minimed and stated that after inserting the infusion set in body of patient, bg's was 26 mmol. They had to measure bg's every hour and this for 2 days. In 02/2003, maersk medical a/s received the complaint and 2 unused sets.